Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. Baxter will continue to monitor similar reports for possible trends.

Event description:
The facility reported a pump with that failed accuracy testing during bio-med testing. According to the hospital representatives there was no pt injury or medical intervention reported. No add'l info was provided.